Event description:
During a pta/stenting treatment procedure, removal difficulties were encountered. The lesion being treated was located in the superficial femoral artery. Following successful deployment of the stent, the stent became dislodged and was removed with the delivery system. Two new stents were successfully implanted. No adverse pt events were reported. The pt's condition was listed as "fine."